Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. On (B)(6) 2023, it was reported that the infusion set's tubing got detached at the tubing connector while the patient was engaged in an outdoor event. The site location was left side of patient's abdomen and the pump was located on the left side. The infusion had been used for 5 days. Reportedly, the infusions were not stored in the basement. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.